Event description:
Customer claims the sensor pad is not triggering the alarm when pressure is released. No patient injury reported.

Manufacturer narrative:
Sensing: none. Evaluation of returned product shows the sensor pad was folded, however tested functions passed with alarm model 8350.